Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. There was no patient consequences.

Manufacturer narrative:
Further information requested, but was not received.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short between conductors was noted due to procedural damage. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.